Event description:
During the procedure, a blood clot was noticed in the vessel. The physician inserted the guide catheter into the patient. The physician inserted and placed a stent. The physician removed the stent delivery catheter and inserted the ivus device. While using the ivus, the physician noticed on the floroscope that a blood clot was in the vessel near the guide catheter. Patient is reported to be fine.